Event description:
It was reported that during an endometriosis procedure, the blade broke. Another like device was used to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/06/2008. Info anticipated, but unavailable at this time.